Event description:
Balloon was inflated inside coronary artery. Balloon ruptured during inflation due to a calcified ostium of the vessel. Balloon removed intact. Device was sequestered at the time, but accidentally discarded at the end of the case.